Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer was not failed. The field service engineer stated that escort recovered the drawer by removing dividers to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system drawer failed to close.the customer added that this malfunction occurred during the user retrieving medication.however, there were no adverse events or injuries reported based on this event.